Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the unit intermittently did not power on, so they had to keep the unit powered on at all times during inspection for use involving an olympus high definition liquid crystal display monitor. There was no patient injury reported.